Event description:
Device malfunction: foot brake, time of device malfunction: during the procedure, symptoms/ae: none. It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. The suture could not be pulled out when the plunger was withdrawn from the suture storage device. The device was removed and hemostasis was achieved using manual compression. When the device was received for evaluation, a foot break was found. There were no reported adverse patient sequelae. No additional information available.

Manufacturer narrative:
Evaluation summary. Evaluation of the returned device found a portion of the foot was broken off and a posterior cuff miss had occurred. The bent needle tip suggests that the needle tip was deflected low and struck the foot causing the foot break; however, this could not be confirmed. No malfunction was detected and no root cause could be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.